Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing bloody fluid coming from the incision site while it was healing. Fluid was drained into a cup. Physician instructed the patient on how to keep the incision clean and dry as it healed. Patients incision was fine and healed. There will be no further course of action.